Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(4)2018. It was reported that the pump was infusing hydromorphone (300.0mcg/ml at 116.03mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient came into the clinic for a scheduled refill on (B)(6) 2018 for a scheduled routine pump refill. They were unable to locate the central reservoir port and the procedure was aborted. The patient was taken to the fluoroscopy suite and examination under fluoroscopy revealed a flipped pump. The physician was able to flip it back on (B)(6) 2018. A dye study was performed to document free-flowing cerebrospinal fluid (csf) and catheter patency. The side port was accessed and csf was freely aspirated, as well as demonstration of good layering of contrast in the intrathecal space without extravasation. The pump was then refilled as planned. In further conversation, the patient remembered bending over and feeling like something pulled around the pump. It was noted that the patient was elderly without good tissue to anchor to, and the implant was performed without availability of the mesh pouch which would have allowed for better adhesion in this case. The outcome indicated the event was resolved without sequelae on (B)(6) 2018. No patient symptoms were reported.the etiology indicated the event was related to the device/therapy and was possibly related to the implant procedure. The device diagnosis was pump inversion. The programming date from the most recent refill prior t o the event was (B)(6) 2018 at 11:37. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. The patient's weight was provided.